Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
An ophthalmologist reported that a patient had a cloudy intraocular lens (iol) and experienced visual impairment more than 10 years after the iol was implanted. The iol remains implanted. Additional information has been requested.